Event description:
The customer reported a crack on the reservoir compartment. The customer also stated that he was hospitalized due to insulin leaking on the side of the reservoir. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir and reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.